Event description:
Im nailing of a proximal one third tibial shaft fracture, date of fracture unknown: the case was going fine but the initial nail that was inserted was too short. When the surgeon took the nail out to put a new one in, the nail got stuck in the instrument. The driving cap broke off inside the insertion handle and the nail got cold welded onto the sleeve. No adverse effect to the patient was noted. This is 3 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Placeholder.

Manufacturer narrative:
A product development event evaluation was conducted. The issue was previously addressed, a CAPA initiated and no further design changes necessary. The design risk assessment adequately addresses the complaint event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates the threaded tip of the driving cap is broken off. The relevant dimensions were checked and no deviation was found. As indicated in the device history records, the correct material was used and the hardness was according to the specification at that time. The fracture face is homogenous, which indicates material conformity. No manufacturing related fault could be detected. We can only assume that the driving cap was not tightened onto the handle during the attempt of removal or that too much lateral stress was applied. Both can lead to a mechanical overload and finally to the breakage of the thread. It was reported device is not distributed in the united states, but is similar to device marketed in the USA; this statement is incorrect. The 510k# was determined to be exempt.

Event description:
This is 3 of 4 reports for the same event, (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.